Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a posterior lumbar fusion on (B)(6) 2014 and suture was used. During passage through the tissue, the suture detached from the needle. There were no adverse patient consequences

Manufacturer narrative:
(B)(4). Needles were examined for visual inspection attribute defects and no defects were observed. The needle had a normal swage. Additionally, there are slight marks on the needle by use of the needle holder. This complaint cannot be confirmed because the suture was not returned for evaluation to determine the assignable cause and no defects were found on the needles. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.